Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No constant tone was noted. The insulin pump had moisture damage on the motor, a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump was making an electrical clicking noise and turned off. The customer's last blood glucose was 474 mg/dl and she treated with manual injection. The customer also stated that the battery was out of the insulin pump and there was a faint image that appeared to be burned on. The customer stated that the display did not return after inserting three new batteries. Troubleshooting was performed. The insulin pump was not exposed to moisture. It was stated that the battery cap contacts were not missing or damaged. The battery compartment and spring neither damaged nor corroded. The customer inserted a new battery and the display did not return, but the customer could hear a faint buzzing noise. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.